Manufacturer narrative:
One embolectomy catheter was received inside a sealed broken shipping tube. The reported customer comment "case was broken" was confirmed. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The catheter was received in a broken shipping tube. The tube is broken 4.5cm proximal of the distal tip of the gray shipping tube and the 4.5cm was not returned. The catheter is also kinked in the same location as the break in the tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. Although there was no evidence of a manufacturing nonconformance found during the investigation, an investigation has been opened to determine the root cause of shipping tube breaks and implement any necessary corrective actions. A device history record review was completed and documented that the device met specifications upon distribution.

Event description:
It was reported that the case was broken. There were no patient complications reported. The catheter was not used. Follow up indicated that the packaging was broken, and the catheter tip was bent.